Event description:
Effusion both knees; increased pain both knees; discomfort in feet and ankles. Information was received on 29-aug-2006 from a rheumatologist via a sales representative regarding a female patient (age and initials unknown) with an unknown medical history, who received bilateral synvisc injections (dates unknown) from an orthopedic surgeon. The patient experienced effusion and increased pain in both knees, as well as discomfort in feet and ankles. Due to these symptoms, the patient was unable to walk. She was then hospitalized and was seen by the rheumatologist who reported these events. At the time of this report, the patient's outcome was unknown.